Event description:
It was reported that during a pta treatment procedure, the shaft of the gazelle 2.0/20/135mm balloon fractured. The lesion being treated was a calcified. 100% stenotic lesion in the superficial femoral artery. The lesion was accessed via a contralateral approach with a 6f medikit j sheath and a 6f mach1 90cm guide catheter. The gazelle balloon was removed and replaced with a sasuga 2.5x20 mm balloon to successfully complete the procedure. No patient injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.